Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen. Dose and concentration information was unknown. It was reported that the patient started experiencing baclofen overdose symptoms on (B)(6) 2025 and, at the time of the report, was in the hospital. The patient was due for a refill on (B)(6) 2025. Patient services reviewed the role of a manufacturer representative (rep). The issue was not resolved with troubleshooting with technical services. The hcp was redirected to the national answering service (nas).